Event description:
It was reported that during a left anterior descending artery stenting procedure, a whisper guide wire was advanced without difficulty to the lesion. A vision stent delivery system (sds) was advanced but met resistance and would not cross the lesion. As the vision sds was being removed there was resistance felt with the whisper guide wire. Both the sds and the whisper guide wire were removed as one unit without issue and the same whisper guide wire was reinserted into the patients anatomy again and a new vision 3.5 x 12mm sds was used to successfully complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.